Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4 batch #: a9c90n. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon's experience with the enseal device? Did the surgeon latch the device with each firing? Did the surgeon receive the end tone with each firing? Did the patient have a second operation? What was the source of the bleeding/hematoma? Did the surgeon observe a sealing deficiency with the enseal device or with another device used (sutures or stapling)? Does the surgeon believe any enseal device deficiency that led or contributed to the patient complication? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the device ¿apparently¿ sealed, but then was drooling. Surgeon reinforced sutures throughout the staple line, reviewed all surgery to ensure hemostasis. Device presented difficulty in sealing during the procedure, but the doctor did not request replacement. With 24 hours patient evolves with paleness, blood test found hemoglobin drop and on tomography, hematoma and fluid presence were found in the cavity. Patient remains hospitalized (the usual discharge is in 24 hours), needed blood transfusion, but evolves well.